Manufacturer narrative:
Reported event of premature battery depletion was confirmed. The device battery voltage was at end of life (eol) level upon receipt. Analysis of device image was performed and voltage drop was noted. Device was cut open for measurement. Further analysis performed showed the accelerated depletion of battery was due to high current in the hybrid, consistent with an anomalous integrated circuit (ic). A longevity calculation was performed and found the battery depletion was premature.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. The physician explanted and replaced the icm. The patient condition was stable.